Event description:
Vns pt underwent revision surgery due to device migration. It was reported that the pt intentionally lost 70 pounds after implant by not eating. The pt got down to 91 pounds, after which they were admitted to the hosp to gain weight. The pt reports that the generator subsequently migrated to their armpit area because they had intentionally lost so much weight. Revision surgery was performed, at which time the generator was repositioned. Further follow-up revealed that treating gastrointestinal physician attributed the pt's weight loss to the stomach polyps and indicated that their lower bowel was collapsing. Additionally tumors were reportedly located in their colon via CT scan.